Event description:
It was reported that at the six month follow up, one (1) ozark self-tapping, variable screw at c7 has backed out beyond the locking mechanism of the ozark plate. The patient is doing well, and a revision surgery has not been scheduled. No adverse consequences, surgical delay or medical intervention were reported. This report captures the ozark self-tapping variable screw.

Manufacturer narrative:
Device remains implanted.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion. H3 other text : device remains implanted.

Event description:
It was reported that at the six month follow up, one (1) ozark self-tapping, variable screw at c7 has backed out beyond the locking mechanism of the ozark plate. The patient is doing well, and a revision surgery has not been scheduled. No adverse consequences, surgical delay or medical intervention were reported. This report captures the ozark self-tapping variable screw.